Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parents reported via phone call that the customer visit to emergency room and admitted into intensive care unit due to hyperglycemia on unknown date. The customer blood glucose level was 373 mg/dl and 386 mg/dl. Customer¿s parents stated that the customer were uses auto mode feature. Customer¿s parents stated that the insulin pumps loosing connectivity with the cgm and transmitter stopped working. Customer¿s parents stated that the customer having issues with loss in communication. Customer¿s parents states no further assistance was needed. The devices will not be returned for analysis.